Event description:
It was reported that the patient experienced stimulation in the wrong location which could not be resolved through reprogramming. The patient also experienced a loss of therapeutic effect and had not felt stimulation in "a while." The implantable neurostimulator (ins) serial number was wiped out and a power-on-reset (por) condition occurred. The ins was possibly near an end-of-life status. The patient had not been exposed to any known sources of electromagnetic interference. The patient's concomitantly implanted neurostimulator was not affected and was functioning properly. It was unclear which ins the event occurred with. Additional information has been requested but was not available as of the date of this report. Refer to manufacturer report# 3004209178-2012-03201 regarding the patient's concomitant implanted neurostimulator.

Manufacturer narrative:
Product ID 7496 serial# (B)(4) implanted: explanted:; product typ extension; product ID 7495-51 serial# (B)(4) implanted: (B)(6) 1992 explanted:; product typ extension; product ID 7434a serial# (B)(4); product typ programmer, patient; product ID 7434a serial# (B)(4); product typ programmer, patient; product ID 3888-28 lot# l21274 implanted: (B)(6) 1992 explanted:; product typ lead; product ID 7425 serial# (B)(4) implanted (B)(6) 2008 explanted; product typ implantable neurostimulator. (B)(4).